Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the pump inlet tubing. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the shorter length pump exhaust tubing and pump inlet tubing. Testing revealed these to not be sites of leakage. The presence of surface abrasion was noted on all pump tubing. No functional abnormalities were noted with either cylinder. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubes overlapped and abraded. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to cause a separation of the pump inlet tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was leaking. During revision surgery, it was noted that the pump inlet tubing was worn down causing fluid loss. The device was replaced.